Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer's wife states her husband fell a couple days ago due to the side rails not staying up.